Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown baclofen 500mcg/ml for a total dose of 85mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient missed their refill last week and their low reservoir alarm was scheduled to go off tomorrow ((B)(6) 2018). It was noted that the patient was traveling and they cannot get in for a refill until they get back from travels. The hcp wanted to calculate approximately how many days until the patient's pump would go empty and when the pump would alarm. It was reviewed the pump will have a non-critical alarm go off tomorrow ((B)(6) 2018) when low reservoir is et, then calculated based off of flow rate when the pump was suspected to go empty. No symptoms were reported. The event date was (B)(6) 2018. No further complications were reported.